Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited over-sensing of myopotential noise, resulting in an inappropriate shock. At the time the device was programmed to the secondary vector. During this episode, low r wave amplitudes were noted. In clinic testing could not reproduce any noise. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data. Ts provided recommendations for additional testing to verify placement, x-ray images, isometric testing and pocket manipulation, during next follow up appointment. The device is currently programmed to primary vector, and amplitude is 3mv. The device remains implanted. No adverse patient effects were reported.